Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the incorrect date and/or time. The medical surveillance specialist was unable to reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cac). The patient stated that the alleged issue began at an unspecified time on (B)(6) 2012. The patient reported managing her diabetes with insulin (self adjusting). The patient mentioned that she continued her normal diabetes management despite the alleged issue starting including her normal 70/30 dose of insulin each day (unknown type/dose). The patient claimed that right after the alleged issue started she developed "headaches." The patient informed the cca that at 3 p.m. On (B)(6) 2012, she went to a doctor's appointment due to the "headaches." The patient claimed that she received insulin (unknown dose) from her doctor at the time of the appointment. The patient denied obtaining blood glucose results on any other device. During troubleshooting cca confirmed that the alleged issue did not start after the patient had replaced the battery and that the subject meter was not being used for the first time. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms ("headaches"), went to a doctor's appointment for them and reported being given insulin at the time of the doctor's appointment after the date/time

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.